Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula broken inside sensor base unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer received a sensor error and a lost signal after inserting a new sensor. The customer's blood glucose level was 297 mg/dl. When the customer removed the sensor he/she did not see the cannula. The product was returned. Nothing further to report.